Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the wire of the braid broke and pierced the fluororesin in the insertion part, leading to the phenomenon of protruding. The wire break might be occurred since the excessive flexion stress was applied.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the braid of the insertion part was protruding. There was no report of patient injury associated with the event.